Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump stop and her blood glucose went up. No harm requiring medical intervention was reported. Customer experiencing low and high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.